Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The tip of the blade broke during the procedure. There was no patient impact or injury. Additional information indicates that during the procedure, the device did not work properly. The surgeon opened it and use the device (initial use) on sinus surgery at a speed of 5,000 prm - oscillate5,000 prm - oscillate. The user found that the device is broken inside the patient's sinuses. The broken part (the tip of the blade) was discovered and removed from the patient's nose. The device was replaced with same model. No damage was done to the patient and the operation was successful.